Event description:
Rptr has had constant severe low back pain since the implantation of "pedicle" screws during two surgeries performed in 1992. The pain has left rptr totally disabled and unable to work. Additional event date-7/28/92.